Event description:
Information received regarding the device notes that prior to implant, interrogation of the device revealed end of life characteristics. The device was warmed for two and a half hours at body temperature and when interrogated, it no longer indicated end of life.